Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited a damaged lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the issues broken lens and the broken optical fibers occurred to excessive force due to an impact or fall on the distal end of the optic. Olympus will continue to monitor field performance for this device.